Event description:
The physician was deploying an assurant cobalt peripheral stent to treat a lesion in the left distal iliac common artery which was reported to exhibit a small degree of tortuosity, severe calcification and lesion dimensions of 8mm in diameter and length of 40mm. The stent was removed from the packaging inspected and prepped prior to use with no issues noted. During delivery to the lesion, the device passed through a previously deployed stent and resistance was encountered. Stent deformation was noticed in vivo post deployment; it was reported that the stent looks as if one of the struts is ¿unraveled¿. The lesion was pre-dilated and then stented with another 8x40 assurant cobalt stent. No patient injury or other sequelae were reported.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (severe calcification). Related to another device (device passed through a previously deployed stent -resistance encountered). No results available since no evaluation performed (device or procedural images not provided for review). No device received for evaluation. Evaluation conclusion: device failure/lack of effectiveness related to patient condition (severe calcification). Unable to confirm complaint (device or procedural images not provided for review). Operational context caused or contributed to the event (device passed through a previously deployed stent -resistance encountered). (B)(4).